Event description:
One pt with free t4 results that do not fit with the clinical picture. Initial free t4 gave 6.2 pg/ml. The physician questioned the result stating the pt has not thyroid problems. The sample was repeated resulting same results as initial -actual data and date of testing not provided. Additionally the same sample was repeated a second time by a different analyzer giving a free t4 of 5.8 ng/l- date of testing not provided. The investigational unit did not verify the customer complaint. Pt sample was not provided, further investigation was possible. No adverse events were reported by the customer.